Event description:
It was reported that the right ventricular lead was oversensing t waves. The lead sensitivity and ventricular offset were reprogrammed, which resolved the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was oversensing r waves during left ventricular only pacing. The pace/sense portion of the lead was capped and replaced, and the high voltage portion remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.